Manufacturer narrative:
Should additional information become available, a supplemental record will be filed.

Event description:
Dealer states that both motor brakes are locking up and squealing, occasionally the chair will stop and she can reset to get it going again.

Manufacturer narrative:
Additional/updated information was added to reflect the device being returned to the manufacturer for evaluation. The result of the evaluation was that the brake engaged/disengaged properly and no squealing was detected during the bench test, which does not confirm the original complaint issue. However, the motors were unable to be tested under load.

Event description:
Dealer states that both motor brakes are locking up and squealing, occasionally the chair will stop and she can reset to get it going again.